Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3189, UDI: (B)(4), serial: (B)(4), batch: 7224221. Exact date of event is unknown.

Event description:
It was reported that the patient's cervical lead had migrated. It is unknown which lead contributed to the issue. As a result, the patient underwent a surgical procedure on (B)(6) 2023 during which the patient's cervical system was explanted and replaced to address the issue.